Event description:
During implant surgery on (B)(6) 2020, the surgeon became concerned of possible pneumothorax during insertion of malleable retractor. Initially, x-ray during and after the surgery did not show evidence of pneumothorax. Surgeon checked on patient during recovery, noticed slight wheezing. Chest tube was placed and patient remained hospitalized as of (B)(6) 2020.

Event description:
Patient issue resolved and patient was discharged several days after surgery.